Manufacturer narrative:
The product testing is in progress. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that after assembly, the shunt system was about to be implanted, but the customer noted that there was no cerebrospinal fluid (csf) coming out of the peritoneal catheter. According to the report, despite several pumping attempts, no csf drainage was observed. Reportedly, the procedure was delayed by 30 minutes, and the customer replaced it with a new system since they judged it as occlusion. Csf then was coming out sufficiently. The patient's status at the time of the report was alive-no injury.

Manufacturer narrative:
The valve was dissected to investigate the cause for the occlusion described by the surgeon. The ruby ball was still lodged into the cone upon disassembly, and biological debris and blood in and around the ball and cone interface is believed to be the reason why the ball remained lodged into the cone. This resulted in the occluded behavior noted by the surgeon that resulted in an inability for csf to flow through the valve mechanism. If information is provided in the future, a supplemental report will be issued.